Event description:
Patient was found unresponsive partially under the bed with the bed brake pedal on her left chest. Bed had to be lifted up so that she could be pulled out from underneath. Patient assessed and CPR initiated, AED in use. Patient expired. Subsequent medical examiner's report received 04/22/08 "asphyxia by compression of chest by foot pedal of hospital bed. Manner of death - accident".